Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that did not pressed a button down for 3 minutes or longer. Troubleshooting was performed for stuck button alarm. Advised to revert to backup plan. Advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly. (B)(4).